Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 100% to 5% while connected to a power source. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. After the pump was powered back on, the battery gauge displayed 100%. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.